Event description:
A pt reported experiencing inaccurate low results with a ot profile meter. The pt's blood glucose were 85mg/dl (meter) to 121mg/dl (lab). Tests were done less than 10 mins apart with a difference of 31%. Pt did not experience and adverse event. No further info has been reported.